Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31404791l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that during ablation of the left pulmonary vein (lpv) gap with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. During the ablation of the lpv carina gap with the thermocool smarttouch sf, a decrease in blood pressure happened. Upon confirmation with echocardiography, cardiac tamponade was found. Upon reviewing the ablation records, contact force (cf) of 70g occurred when ablating the posterior wall of the right posterior vein (rpv) at 40w. The issue occurred approximately 4 hours after the patient entered the room. An rf needle was used for atrial septal puncture. Ablation occurred prior to pericardial effusion identification. A steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15 ml/min (stsf's power control mode). Physician¿s assessment of the health problem is that it was non-serious (moderate/minor). The patient did required prolongation of hospital stay. Cf monitoring methods included real time graph, dashboard, vector with coloring setting of visitag tag index. No abnormalities were observed prior or during use of the bwi products. Additional information indicated that after performing the drainage, the vital signs stabilized. Although, the ablation was stopped immediately, the high contact force during right superior pulmonary vein (rspv) posterior side ablation could be the cause. It is unclear if the patient received medication. The patient fully recovered (no residual effects). The patient was extubated of the drainage tube on a day after the event and discharged from the hospital 5 days later. The patient had one transseptal puncture done.